Event description:
It was later indicated that there was an infection as the physician commented ¿the cause of the infection unclear¿. The patient had suffered from an underlying disease of ulcerative colitis and was taking predonine internally which may have slowed down the healing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2011 that the wound was not closed at the time when he removed stitches following implant of the pump. The patient outcome was reported as "unrecovered". On (B)(6) 2011, it was reported that the patient's abdominal wound reopened; "the wound simply has not healed". A bacteriological examination revealed that only normal bacterial flora was present, but no infection was detected. A second bacteriological examination was to be conducted as a precautionary measure to ascertain the absence of infection before re-suturing the wound. Drug delivered via the device was liroesal. Other concomitant drugs prescribed for complications included pentasa, predonine, pariet, methycobal, bayaspirin, olmetec, vesicare as of the date of this report it was stated that dose adjustments were done for spasm control on (B)(6) 2011 (changed to 60mcg/day) and (B)(6) 2011 (changed to 65mcg/day). Ablation of the surgical wound on the lower back was performed on (B)(6) 2011. Date of infection was unclear. The patient originally had chronic ulcerative colitis. Healing was delayed due to oral administration of predonine. Patient recovered.

Manufacturer narrative:
Catheter: model: 8711, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).